Manufacturer narrative:
Upon receipt at out post market quality assurance laboratories, this device was thoroughly inspected and analyzed. Device memory was reviewed and no faults or errors were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that there were concerns the battery longevity projection for this pacemaker was inaccurate. Between device checks the longevity projection had increased. An initial review showed that the patient had a history of intermittent atrial arrhythmias which changed the demand on the battery and thus the projection. A thorough review of the device data by boston scientific technical services (ts) showed that the power consumption was higher than expected and voltage lower than expected, indicating premature depletion of the battery. Device replacement or reassessment was recommended within 90 days. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device was returned and analyzed.